Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 44 mg/dl. Customer reported that the insulin pump had a broken force sensor error was occurred. Customer was able to clear the alarm. Customer reported that the button was responsive. Customer stated that block mode was inactive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error or pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify unresponsive keypad, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.